Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump had a broken back plate and ear clip. Startup was performed and it was found that the force count was at zero. The force was out of spec at 5 and 15 pounds. The root cause of the reported issue was found to be the force was out of specification. The pump was over 8 years old. Actions were taken to mitigate the reported issue: replaced force sensor as a preventative measure.

Event description:
It was reported that the pump had a pressure sensor reading low. No patient injury was reported.